Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope (e315). Based on the results of the investigation, a probable root cause could not be identified. The most probable cause of the malfunction (incompatible scope) was due to corrosion on endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image noise. The issue was found during installation. There were no reports of patient involvement.